Event description:
Tampon crumbled into pieces after using it for only an hour [device breakage] case narrative: consumer reported via email that the tampon crumbled into pieces. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.